Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument for failure analysis evaluation. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument's jaws opened after firing. The instrument passed the electric continuity test. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, during tissue dissection, the jaws of the vessel sealer extend (vse) were stuck on tissue in the closed position around the tissue the surgeon was trying to remove from the area he was working. The arm felt totally locked and nothing could be done from the console. The customer attempted to use the emergency grip release and reported it did not work as intended. The site reportedly pulled it out, and once out of the trocar the jaws were then open. The customer reported no errors, and no bleeding or injury occurred. The procedure was completed as planned without delay. Multiple attempts to obtain additional information have been made; however, no further details have been received.